Event description:
It was reported that during a vaginal hysterectomy, the device was difficult to fire and fired an incomplete staple line. The case was completed by manual suture and manual cut. There were no patient consequences.